Event description:
It was reported that a patient with a spinal cord stimulation (scs) system underwent replacement of the implantable pulse generator (ipg) and leads because the ipg was not holding a charge and the patient had a fractured lead. The location of the devices is unknown. Following the replacement procedure, the patient is reported to be recovering well postoperatively. Additional information was received stating that the explanted ipg and leads were not released by the treating facility.

Manufacturer narrative:
Follow up 002: the implantable pulse generator (ipg) model sc-1160, serial number (B)(6) and leads model: sc-2317-50, serial numbers: (B)(6) were not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that the devices met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Block b3: approximated based on the date the manufacturer became aware of the event, awareness day was in march. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50 serial number: (B)(6) batch/lot number: 20475807 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-50 serial number: (B)(6) batch/lot number: 21038283 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, awareness day was in march. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50. Serial number: 3149177. Batch/lot number: 20475807. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-50. Serial number: 3181018. Batch/lot number: 21038283. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with a spinal cord stimulation (scs) system underwent replacement of the implantable pulse generator (ipg) and leads because the ipg was not holding a charge and the patient had a fractured lead. The location of the devices is unknown. Following the replacement procedure, the patient is reported to be recovering well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, awareness day was in (B)(6). Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 20475807. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 21038283. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with a spinal cord stimulation (scs) system underwent replacement of the implantable pulse generator (ipg) and leads because the ipg was not holding a charge and the patient had a fractured lead. The location of the devices is unknown. Following the replacement procedure, the patient is reported to be recovering well postoperatively. Additional information was received stating that the explanted ipg and leads were not released by the treating facility.